Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 45 mg/dl at the time of incident. The current blood glucose level was 144 mg/dl. The other relevant blood glucose level was 200 mg/dl. The customer treated with glucose tablets for low blood glucose. Troubleshooting was not performed for low blood glucose and over delivery. The insulin pump will not be returned for analysis.